Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed january 17, 2014. Device currently unavailable.